Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using packing coil lps. During the procedure, a packing coil lp would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another packing coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-00418. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using ruby coils lp. During the procedure, a ruby coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.